Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the illuminator and completed the failure analysis investigation. The illuminator was unable to power the in-house system during testing. The lamp module had dropped out. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer was experiencing repeated error 297 faults during the procedure. The customer contacted dvstat technical support engineer (tse). The customer reported having power cycled the system with no change. Onsite logs reflect error 48238 followed by a power cycle. When the system was powered up the system generated an error 48238 and 297. Tse walked the customer through powering the system down and cycling the illuminator breaker, and powering the system on with no change. The customer elected to try a third party light source. Tse walked the customer through powering down the system, removing the illuminator communication cable from the illuminator, and powering the system back on. Once the system was powered up an error 48238 was generated. The customer recovered from the error 48238. The planned surgical procedure was continued as planned with use of a third party light box as a light source. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site. Intuitive surgical, inc. (Isi) confirmed that the case was completed without illuminator and with the da vinci system. The illuminator functioned at the beginning of case and then not again. The system powered on without errors but midway through case, the system had non recoverable fault. Isi also confirmed that this issue was isolated to the dv light source. There were no other troubleshooting steps that tse could have performed to continue the case with the da vinci light source.